Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller had a damaged desktop charger cord. An email was sent to repair to replace the desktop charger. The patient said the screen lights up but when they try to push the green button it does not do anything, there is a warning sign, it shows the "charge your recharger battery" screen, no electricity is going to it. Worked with patient to try and start a recharge session and patient reported seeing the same empty battery screen pt said the dtc light was on the connection was secure and the white arrows were aligned, they have unplugged and re plugged and tried another outlet, it has been plugged in 15 minutes, it's never done this before. Reviewed if the replacement desktop charger does not resolve the issue to call pats back as patient will need to transition to the wireless charging system. It keeps taking longer and longer to charge, it used to take about 25 minutes now about an hour and a half. Patient has a rechargeable ins and pt knows what it is like to have their ins battery down to 50 percent or less, it's really bad. No symptoms reported.